Event description:
It was reported that, "upon inserting insert into baseplate, insert appeared to be too small for the baseplate. The 2nd insert was opened up, but still did not feel like it fit correctly."